Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in hospital with abnormalities seen on telemetry, upon interrogation, it appeared that the right ventricular lead had not been pacing or sensing effectively. The device was reprogrammed to resolve this issue. The patient was stable.